Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: call service 088 alarms were observed in the pump's black box and alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms being duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service 088 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.